Event description:
Patient had an external ventricular drain (evd) in use. Approximately 100cc serosanguinous fluid was found to be on patient's pillow. Evd was checked and was found to be broken above 3 way stopcock, proximal to pt (about 12 inches from entrance point in scalp). Pt had headaches and incr. Monitoring of neuro status.